Event description:
It was observed during device evaluation, that the distal end cover of the gastrointestinal videoscope was burned. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely that the the tip cover was burned due to the high-frequency treatment device being used without taking sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.